Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 86 mg/dl. The customer stated that the g2link did not blink after connected to the sensor. The customer stated that she removed the sensor and the electrode was missing. The customer will be sent a replacement sensor.